Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to a permanent failure of the internal li-ion battery were observed. The device's internal battery needs to be replaced. No components were replaced. The device was scrapped.